Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 75% to 5% battery life. Customer reported a blood glucose (bg) level of 200 (mg/dl) and reverted to an alternate pump to address bg level. It was indicated that customer would use alternate pump for diabetes management.